Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had fallen in (B)(6) and thought something had happened to their implantable neurostimulator (ins). The patient was in a great deal of pain and didn¿t think they should be. It was noted that the patient had a doctor¿s appointment on (B)(6) 2014 and wanted to have a manufacturer representative be there.

Event description:
Additional information received reported, the cause of the event was increased pain due to fall. No abnormal impedances were reported. It was noted reprogramming occurred on (B)(6) 2014. It was reported, the patient had a lumbar facet injection scheduled on (B)(6) 2014 and reported 0 pain level after injection. It was reported the patients outcome was "no injury".